Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient¿s blood glucose was ¿high¿ with medium ketones and symptoms of severe thirst and urination. The patient took 8.33 units based on a blood glucose reading of 600 mg/dl via syringe. The alarm history revealed the pump gave an empty cartridge alarm at 7:30 am and a low cartridge at 12:48 pm followed by 2 occlusion alarms one right after the other. The patient also had hyperglycemia one week prior to contacting animas. The patient continued to manage his diabetes with the subject pump at the time of the call. The random occlusion issue was not resolved with training. There was no product misuse. The patient was not able to prime the pump without a cs064 alarm. This complaint is being reported because the patient had unexplained hyperglycemia with ketones and symptoms suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2013 device evaluation:the retained cartridge was evaluated by product analysis on 10/10/2013 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.